Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient presented to the emergency room with apparent no capture and bradycardia. The patient has a boston scientific pacemaker with competitor's leads. Technical services (ts) discussed potential spring contact issues, a lead issue or possible electromagnetic interference oversensing. Daily pace impedances relatively stable for past year with intermittent spikes. Right ventricular automatic capture daily measurements were stable but presented intermittent spikes. There was no alerts for out-of-range pacing impedances. Ts stated this does appear to be spring contact issues and discussed evaluating the unipolar pace/bipolar sense configuration. The representative will discuss this information with the physician. Additional information was received that the unipolar configuration will be tried. This pacemaker remains in service and no additional adverse patient effects were reported.